Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the customer's blood glucose level was elevated at the time of the event; however, the customer changed out the cartridge and infusion set tubing/site and blood glucose level stabilized.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.